Manufacturer narrative:
(B)(4).to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic gastric bypass procedure on (B)(6) 2016 and suture was used. After several passes through thick tissue the tip of the needle bent. A second like device was used to complete the procedure with no patient consequences reported.